Event description:
While the pt was undergoing a carotid artery stenting procedure, pt developed thromboembolic complication where a v 2.5 firm retriever was used. Two passes were made with a v 2.5 firm retriever for left middle cerebral artery (l-mca) m1 occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2c after treatment. Magnetic resonance imaging (MRI) scans were performed on both (B)(6) and no abnormality was found. MRI scan was performed again on (B)(6) and severe stenosis was found at l-mca m1 region. Tissue plasminogen activator (t-pa) was not administered during procedure and medical intervention was not performed. Physician believes that the vessel had not been affected with stenosis prior to treatment with merci retriever. Physician also stated that it is unk why the vessel narrowed not immediately post-procedure nor within a month or so, but more than 2 months post-procedure. Per physician, the causal relation between the use of the device and the stenosis is unk.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.